Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) said that they might have turned the volume down. Technical support told the biomed to make sure that there is enough water on that side. The biomed said it is filled with ice on that side of the machine and just water on the other side. Also, technical support told the biomed to add chlorine sanitizer to the water tank. This occurred during middle of bypass and they are going to need it shortly. Technical support told the biomed to have their back-up unit ready. The biomed will call back to follow-up on what happens. Further information from customer was that they were using deionized water for their ice. The heater cooler unit could not detect any minerals, so the sensors could not read.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heater cooler unit was giving a low water alarm and it would disable that side. The device was not changed out, as they kept on cycling the button until the alarm went off and cycled over again. They did not have to do this for too long, they didn't need that channel anymore. There was no error codes and audio alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service technician reviewed the issue with the customer.no additional action will be taken at this time.